Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving gablofen 2,000 mcg/ml at 57 mcg/day via an implantable infusion pump. The indication for use (if) was listed as intractable spasticity. The patient's symptoms returned intermittently. The managing physician sent the patient to or (operating room) on (B)(6) 2015 for exploration of catheter. Catheter access port (cap) access was not successful. The catheter did move down and was replaced. The issue was reported to be resolved. The patient's status at the time of report was alive -no injury. The patient was now receiving therapy.